Event description:
It was reported that: radial a lines with incorrect readings? We have a good waveform, draws back and works well but is reading a falsely low blood pressure. Additional information: this event had occurred 4 times with 4 different patients that we are aware of. Falsely low bps ranging from sbp's of 60's-80's and dbp of 30's-50's. They did not correlate with cuff pressures. In this case the patient received multiple vasopressors. They are critically ill in ICU. Associated complaints 9680794-2024-00189, 9 680794-2024-00188, and 9680794-2024-00190 .

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: radial a lines with incorrect readings? We have a good waveform, draws back and works well but is reading a falsely low blood pressure. Additional information: this event had occurred 4 times with 4 different patients that we are aware of. Falsely low bps ranging from sbp's of 60's-80's and dbp of 30's-50's. They did not correlate with cuff pressures. In this case the patient received multiple vasopressors. They are critically ill in ICU. Associated complaints 9680794-2024-00189, 9 680794-2024-00188, 9680794-2024-00190 and 9680794-2024-00191.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.